Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to pacing not delivered when required related to loss of capture due to a conductor fracture. Also high pacing thresholds were observed and helix retraction issues were experienced at lead revision. Finally, lead impedance was noted to be over 3000 ohms. A new lead was implanted at a surgical intervention. No additional adverse patient effects were reported.